Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 68, 179, 218 and 71 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl; expected evening non-fasting blood glucose test result range is 110-140 mg/dl. Customer is not always using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. Customer had another vial of test strips that had been stored and handled correctly, lot number mw4099s, manufacturer's expiration date of 07/31/2021. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 133 mg/dl and 140 mg/dl using truemetrix meter. (B)(6).